Manufacturer narrative:
H3 and h6 ¿ updated no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. The device history file was reviewed. There were no non-conformities were identified that may have contributed to the reported complaint. If the product is returned, this complaint will be reopened for further investigation. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Event description:
It was reported that the cleo 90 infusion sets either did not adhere for the intended wear time or had adhesive damage upon opening the applicator. The set was worn for less than 72 hours detached unexpectedly, and an additional infusion set failed to adhere during a site change. There was patient involvement, and no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.